Event description:
It was reported that there was a leak in the catheter hub. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9. Date returned to mfg: 20-jun-2024. H6. Investigation codes: updated. Investigation summary: 50 sealed/unused units received for evaluation. All 50 returned units have been tested for leakage. Leakage test results confirmed the defect. Leakage was detected on 2 units. Upon results of the leakage test, visual inspection of the 2 defective units has been carried out under magnification and appropriate lighting condition. A longitudinal line on the whole length of the tube is slightly visible. In the portion of the tube inside of the hub, in proximity of the end of the eyelet, physical damage in correspondence of the longitudinal line observed was detected. The type of defect observed is probably associated to a raw material defect, i.e. Surface imperfection, that during the assembling process can degenerate in a physical damage on the tube that leads to leakage. Review of the manufacturing process confirms that this type of defect would be detected through the in-process qc tests, specifically through the catheter water leakage test. The fluid tightness between the components of a sub-assembly are subjected to hydraulic pressure and checked to ensure no leakage occurs. Review of the DHR revealed that, during the manufacturing of the lot involved, two ncmrs were opened for punctured catheter, which is a defect that could potentially lead to a leakage issue similar to what the customer experienced. These have been addressed according to latsop502. Bounding was performed, resulting in 16.000 units in qa hold; upon disposition, all the units were destroyed. It is possible that bounding was not properly performed, resulting in a missed detection of the defective units. Actions 1. The sampling method, also used for the ncmr bounding, has been improved to minimize the risk of non-representative sampling within CAPA-0007598 action #4, implemented in 29-feb-2024 (after the release of the lot involved). 2. The supplier was notified of this type of defect through (B)(6) supplier investigation identified that the surface imperfection observed on the tube was caused by die deposit formation and it was not detected as it was not easily visible using the current inspection instructions (by naked eye). As corrective actions, the supplier increased the inspection frequency and introduced an 8x magnifying tool for visual inspection. During the supplier investigation, as interim action, 100% of the lot belonging to the product code 600324a has been received through qc test at the incoming (no approval on certificate). 3. Importance of correct execution of bounding has been emphasized during the annual quality training performed during the last week of may-24. 4. All justified complaints are discussed during the mrb monthly meeting in order to identify potential trend and preventative or corrective action for the product improvement. Complaints details are also shared with the production floor and the qc incoming inspector in order to raise operators¿ awareness on the type of defects reported.